Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the mobile system: 12.5 mmol/l at 7:00 a.m., 4.0 mmol/l around 7:05 a.m., and 11.5 mmol/l around 7:15 a.m. No actions taken based on device results. No adverse event reported. The alleged product was requested for evaluation.